Event description:
It was reported that the device was reading communication error however failed to alarm when on use on a patient. Unspecified fluids were infusing at 1 ml/hr for an unknown period of time. Although requested, there has been no information regarding patient harm or any intervention to the patient from the customer.

Manufacturer narrative:
The customer¿s report that the pump displayed "communication error" was confirmed in the device log an was found to be a "net communication failure." The resulting failure would produce a channel disconnect and alarm, however the pcu (would alarm and display) was not returned therefore could not be confirmed. . Physical inspection of the device noted the instrument seal not intact. Fluid ingress in rear case and around bezel assembly. A crack was observed on lower membrane frame close to where it is secured by screw. Both iui connecters were found to be dull. Date code for right male iui (april 2004) and left female (may 2004). Iui testing using the iui test fixture resulted in a channel disconnect with an audible alarm where the pump continued to infuse but displayed communication error. A review of the pump module event log after testing with the fixture confirmed the events that occurred in the source pump module log. Channel disconnect events are difficult to replicate because of the inherent wiping action that takes place on the contacts when connecting and disconnecting the modules can remove debris in the contacts that may have caused the failure. Functional testing, and internal/external inspection, performed on the pump module s/n (B)(4) found the device to be in good working condition. While testing, there were no observed channel disconnections on device while ambulating around the building. Both iui connectors were found to be over 15 years old and were observed to have a contaminant film on the pins. The incident disposable set was not returned for this investigation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided.

Event description:
It was reported that the device was reading communication error however failed to alarm when on use on a patient. A note attached to the device which stated: "was reading communication error but not alarming! Ran fluids at 1ml/hr. For unknown period of time."